Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient that they had an old right ventricular (rv) lead and an old left ventricular (lv) lead that were "bad". The leads were capped and replaced. No patient complications have been reported as a result of this event.